Event description:
The pt (B)(6) rec'd an scs system, including a percutaneous lead, on (B)(6) 2010. During the ipg implant procedure (following the scs trial), the lead was explanted and replaced due to invalid impedances and suspected fluid ingression. The explanted lead was returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method - the device history and sterilization records were reviewed. Visual analysis and functional testing were performed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis of the lead revealed a kink 3cm away from the terminal end. The lead was returned with a straight stylet; the stylet has abnormal bends. Discoloration was noted throughout the lead. The lead failed functional testing. Stress testing found intermittent open readings on channels 2, 6 and 7. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Testing of the returned lead confirmed the device was out of specification in a manner that relates to event. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.